Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered excruciating pain, laceration of internal bodily tissue and organs, erosion of internal bodily tissue and organs, dyspareunia, dysuria, painful and permanent scarring, inability to walk without extreme pain, permanent bodily impairment and damage, recurrent urinary stress incontinence, related sequelae. As well as extreme pain and suffering permanent bodily impairment, mental anguish and loss of enjoyment of life. No add'l info was provided.